Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient was calling for MRI guidelines but also mentioned they had their device replaced because it wasn't helping their bladder symptoms. Pt also mentioned they fell and hit the hard wood floor and was in a lot of pain. Pt states this all started at the end of (B)(6) 2021. Pt states they are doing really well with the new device that's been implanted. No further action was taken by patient services.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.